Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number cmp(B)(4) the following fields have been updated: b4: date of this report, b5: describe event or problem, d3: manufacturer email address, d9: device availability, g1: contact office (and manufacturing site for devices) contact name and email , g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h10: additional narrative. Zimvie received one (1) tsvmwb10, (imp,tsv,mcol mg,4.7mm,10m) for evaluation. Visual evaluation was performed with the return implant as the mount/screw was not returned for evaluation. No screw fracture identified. DHR review was completed for the subject lot number 1267724. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1267724, for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : mount. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was material selection of the implant and/or fmt was not adequate to withstand recommended torque values for placement/seating. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt (mount), the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. H3 other text : investigation results.

Event description:
It was reported that the mount (transfer coping) that comes with implant fractured at the screw, tooth site #30. Another implant was used to complete the procedure, and the site was grafted with autogenous prior to implant placement.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). G4: additional PMA/510(k) number ¿ k101880 product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.